Event description:
Customer reports that during the procedure, the user noticed that the temperature took a long time to rise. The user determined the heater was defective.

Manufacturer narrative:
Complaint #(B)(4) received. There were no allegations of patient harm. To date, the device has not returned for evaluation.